Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip has partially missing scales. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a delivery of bd¿ syringe with bd luer-lok¿ tip has partially missing scales. 1,510 devices were reported to be involved. There was no report of exposure, serious injury, or medical intervention. Investigation summary: 1510 samples were returned for evaluation. This is the first complaint for the lot# 8107577 for the same defect or symptom. No related defects or qns recorded in the DHR. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: seven of the samples had rub marks on them causing missing print. A rubmark is likely caused by a barrel or plunger rod getting caught in the assembly machinery and making contact with syringes as they are being processed. This can rub the print on the syringe and cause it to be missing in certain locations. Additionally, the following issues were found. 6 samples were found to have embedded foreign matter (fm). Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. 3 samples were found to have embedded foreign matter in the packaging. The cause of this is unknown as the packaging web is manufactured by a bd vendor. 13 samples were found to have ink dots. Ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. 1 sample had a broken plunger rod. This was likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could case the plunger rod to break and/or be damaged. 1 sample had grease on the plunger rod. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. 1 sample was found to have damage to the tip. The damage to the tip is likely a broken pin in the mold. This pin is what the tip of the barrel is molded around, and if broken can cause the tip to appear as if it were sheared off. Finally, 88 samples were found to have scratches on them (cosmetic, not creating fm or affecting function). Like rubmarks, scratches can be caused by a barrel or plunger rod getting caught in the assembly machinery and making contact with other syringes. Depending on the location or angle of stuck part, it can either cause a rubmark across a broader surface or a narrow scratch on the side of the barrel. Root cause description: all reported defects could be potentially caused at some point in the manufacturing process. Rationale: defect rates and acceptable limits. Embedded fm in barrel/plunger rod: defect rate: 0.004%. Specification aql: 1.0%. Embedded fm in package: defect rate: 0.002%. Specification aql: 1.0%. Ink dot: defect rate: 0.007%. Specification aql: 2.5%. Broken plunger rod: defect rate: 0.001%. Specification aql: 0.65%. Grease: defect rate: 0.001%. Specification aql: 0.65%. Loose fm: defect rate: 0.002%. Specification aql: 0.65%. Rubmark: defect rate: 0.005%. Specification aql: 0.25%. Broken pin: defect rate: 0.001%. Specification aql: 0.040%. Scratches: defect rate: 0.065%. Specification aql: 1.0%.

Event description:
It was reported that a delivery of bd¿ syringe with bd luer-lok¿ tip has partially missing scales. 1,510 devices were reported to be involved. There was no report of exposure, serious injury, or medical intervention.